Manufacturer narrative:
Final device investigation found that the distal tip of the inner shaft was clearly broken off. The tip was returned with device. The inner shaver showed no signs of pitting or metal fatigue. The device passed spin testing and drop testing with no metal to metal contact observed. One cutting tooth on the broken shaver tip was mangled and bent at an extreme degree. The device history record was reviewed and no discrepancies were noted. Based on the observed damage, the most probable cause of the broken tip was determined to be device contact with a metal object during the high speed rotation. The instructions for use state "do not contact cutters, shavers, or burs with metal objects as this may cause the device to break..."

Event description:
It was reported that during a knee arthroscopy while the surgeon was working inside the knee, a change in sound coming from the shaver was noticed. The device was checked, and the internal shaver bur had separated from the outer sheath and broke off inside patient's knee. An additional hour was required for the shaver tip to be removed from the patient's knee. The shaver tip was the only object that broke off inside the knee cavity, no additional pieces of metal were noted or observed. Another shaver was used to complete the procedure. There was no patient injury.